Event description:
It was reported that a user experienced hypoglycemia to 59 mg/dl for about one hour and did not receive low or urgent low alerts because the pump¿s alert volume was set to off; the user corrected with oral glucose and subsequently returned to target glucose. Customer care provided user troubleshooting and education. Investigation of this case revealed that the alert volume setting was off, and the device does not automatically disable alerts. Symptoms included no immediate health effects. Outcomes included no medical intervention. It was concluded that hypoglycemia occurred with unclear cause and that device function was consistent with its design once settings were corrected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.